Manufacturer narrative:
Age at time of event: over (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the radial artery. The de novo lesion was located in the mid left anterior descending artery. The physician advanced the 2.5x15mm nc quantum apex balloon to the lesion to predilate and on the first inflation, inflated the balloon to 14atms for approximately ten seconds and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.5x15mm nc quantum apex balloon. No complications were reported and the patient's status is good.